Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -11.50+1.0/092 diopter in to the patient's left eye (os) on (B)(6) 2016. It was indicated the patient experienced excessive vaulting and the lens remains implanted.

Manufacturer narrative:
Product problem (malfunctions). (B)(4).

Manufacturer narrative:
Method: work order search found no similar complaints. Conclusion: off-label use: patient acd below 3.0 mm. (B)(4).

Manufacturer narrative:
(B)(4).